Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert 39 indicating an insulin shaft encoder failure and experienced repeated restart prompts, inability to proceed with rewind, and inability to complete a dry run of fill tubing despite multiple restarts; the user removed supplies, used backup therapy, and blood glucose was reportedly unaffected. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. The device was returned for investigation. Preliminary investigation of this case revealed a device malfunction consistent with an insulin delivery subsystem encoder failure within the pump mechanism. The device was placed on a charging pad and powered on. During startup, the leadscrew failed to rewind. On the fifth attempt, alert 39 appeared in the notification menu. The complaint was confirmed and the issue was identified as faulty chip on the hoverboard which after reflowing solder was not able to resolve the issue.